Manufacturer narrative:
Follow-up # 1 date of submission 1/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. During testing, a test transmitter was paired with the pump correctly. Blood glucose (bg) calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. The investigation was unable to duplicate the initial complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.